Event description:
A customer reported, the filament of the adc freestyle libre 2 sensor remained in the skin after removal. And experienced itching, pain, and inflammation at the sensor site. Hcp contact was made. And it was determined ,the filament remained in the customer's extremity, causing site inflammation. It is unknown, what medical treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, and no issues were observed. The returned sensor plug was properly seated. On visual inspection of the sensor plug assembly, no failure mode was observed. The sensor tail was observed, severed on visual inspection. Unable to perform further investigation, due to no product returned. Therefore, an extended investigation has been performed. The investigation determined, that there was no indication, that the product did not meet specifications. Sensor measurements and tripped trend review for the returned sensor¿s lot were conducted. And there were no anomalies identified. The returned sensor passes all the isp (inspect, sample, pack), due to the in-process quality checks, the severed tail could only have been sustained upon removal from the user. No other damage was observed, during a visual inspection of the internal components of the puck. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the filament of the adc freestyle libre 2 sensor remained in the skin after removal and experienced itching, pain, and inflammation at the sensor site. Hcp contact was made and it was determined the filament remained in the customer's extremity causing site inflammation. It is unknown what medical treatment was provided. There was no report of death or permanent injury associated with this event.